Event description:
It was reported to medtronic minimed that the patient experienced hyperglycemia. The high blood glucose value of 983 mg/dl. The event occurred while the patient was sleeping and was awakened by a pump alarm indicating high blood glucose, despite of not having eaten anything. The customer blood glucose was 983 mg/dl . The event involved product(s) mmt-1884,mmt-7040a,mmt-332a,mmt-397a. Troubleshooting was performed. The customer was using the insulin pump system with the auto mode/smartguard feature active at the time of the event. The customer received insulin via the pump (bolus) and took anxiety medication for anxiety symptoms during the high episode. The insulin was administered insulin, and the patient was not hospitalized but was checked by emergency services. No further patient complications were reported. Mmt-1884,mmt-7040a,mmt-332a,mmt-397a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.